Manufacturer narrative:
(B)(4).the device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. On the day of onset, the patient was hospitalized for the peritonitis event. Beginning on the day of onset, the patient was treated with fortum injection 1 gram (route, frequency, and duration not reported), vancomycin injection 1 gram 5th day (route and duration not reported), and heparin 1000 units each bag 3 days (route not reported) for the peritonitis event. It was reported that antibiotics were continued. Dianeal therapy was ongoing. The patient was recovered from the peritonitis event. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). Updated information: at the time of this report, the patient was recovered from the event of peritonitis and antibiotic therapy was ongoing. Should additional relevant information become available, a supplemental report will be submitted.